Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that high, out of range, high voltage lead impedance was observed on the right ventricular lead. The high lead impedance measurements were confirmed in clinic. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016. Patient is in stable condition.